Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The external battery required replacement to address the issue. The device was deemed beyond repair and scrapped per customer request. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device external battery had power and charging issues. There was no patient harm or a serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device external battery had power and charging issues. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the occurrence of the reported event and performance testing could not reproduce the reported reported event. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).